Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a hemostatic valve leakage (air could not be removed) issue occurred. Hemostatic valve failure. After the carto vizigo¿ 8.5f bi-directional guiding short sheath - small was inserted into the patient¿s body, air could not be removed. The hemostatic valve itself was not broken. The issue was resolved when the sheath was replaced, and air was removed with the hand part of carto vizigo¿ 8.5f bi-directional guiding short sheath - small placed in parallel with the patient. No patient consequence reported. Additional information was received on 30-jun-2024. The specific section where the issue was observed was the hemostatic valve and a leakage issue occurred. Air could not be removed from the sheath. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. No air entered the patient¿s body. No blood return was observed. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 02-jul-2024. No needle product was used with the carto vizigo¿ 8.5f bi-directional guiding short sheath - small.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000355 and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).